Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Explanting physician reported capsular contracture baker grade IV. This relates to the right side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, yellow particles inside the device and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Explanting physician reported capsular contracture baker grade IV. This relates to the right side. The device has been explanted and replaced with a non allergan device.